Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: application instrument for sternal zipfix (p/n 03.501.080 lot l815691) was received showing a portion of the cutter component broken off. The broken off piece was not returned and is missing. The breakage is also visible on the attached picture. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the cutter could not be conducted due to post manufacturing damage, missing cutter fragment, and as the instrument could not be disassembled to access the remaining portion of the cutter component. Drawing/specification review: the review of the manufacturing documents has shown that the device was made according to drawing, which is the current design version of this instrument. The review has also shown that the lot l815691 did pass a 100% function test for cutting zip tie without difficulty. The cutter sub-component 60030408 is not lot tracked. Therefore the last three potential work orders (161561117, 16087339 and 16087336) that were produced prior to lot l815691 were reviewed. The review has shown that with 1.4112 the correct material was used and that the hardness was within the specification of 52 +4/0 hrc as defined in drawing. No deviation from the specification could be detected. Summary: the complaint condition is confirmed for the received application instrument for sternal zipfix as a portion of the cutter piece was broken off. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information and without the missing portion of the cutter the exact cause of this occurrence cannot be defined. There is a clearly visible dents on the surface of the intact part of the cutter, also there is a clearly visible dent at the backside of the instrument, where the upper piece of the cutter is missing. These damages could be an indication for an unintended metallic contact during cutting as it is more than unlikely that the peek implant could cause such damages at the hardened surface of the cutter. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.501.080. Lot: l815691. Manufacturing site: hägendorf. Release to warehouse date: 10.sep.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the zip fix applicator were broke while surgeon was closing sternum post CABG time. While zipfix applicator was broke surgeon used steel wire to close sternum. The surgery was delayed 15 minutes and completed successfully. Patient outcome was unknown. This report is for 1 of 1 for (B)(4).